Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The physician successfully performed rotational atherectomy using a rotapro 1.50 mm burr, followed by deployment of a synergy xd 2.75 x 24mm stent and a megatron 3.5 x 28 mm stent. Post-dilation was successfully carried out using a 4.0 mm balloon proximally and a 3.0 mm balloon distally. The catheter was used successfully for six imaging runs in the diagonal and lad arteries. However, during the final run, the catheter became stuck within the stent and was difficult to dislodge, resulting in concertina deformation of the stent. An additional unknown guide wire was introduced, and the catheter was advanced further distally to facilitate retrieval. The catheter was eventually retracted but was damaged. The procedure was completed with another of the same device, and the patient was expected to make a full recovery.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The physician successfully performed rotational atherectomy using a 1.50 mm rotapro burr, followed by deployment of a 2.75 x 24mm synergy xd stent and a 3.50 x 28 mm megatron stents. Post-dilation was successfully carried out using a 4.0 mm balloon proximally and a 3.0 mm balloon distally. The opticross catheter was used successfully for six imaging runs in the diagonal and lad arteries. However, during the final run, the catheter became stuck within the stent and was difficult to dislodge, resulting in concertina deformation of the stent. An additional wire was introduced and advanced distally alongside the catheter to aid in its retrieval, and small balloons were used to free the stuck catheter. The catheter was successfully retracted but was found to be damaged. The patient experienced discomfort and pain during the procedure. The procedure was completed with another of the same device, and the patient was expected to make a full recovery.

Manufacturer narrative:
B5: describe event or problem: updated event description. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The physician successfully performed rotational atherectomy using a 1.50 mm rotapro burr, followed by deployment of a 2.75 x 24mm synergy xd stent and a 3.50 x 28 mm megatron stents. Post-dilation was successfully carried out using a 4.0 mm balloon proximally and a 3.0 mm balloon distally. The opticross catheter was used successfully for six imaging runs in the diagonal and lad arteries. However, during the final run, the catheter became stuck within the stent and was difficult to dislodge, resulting in concertina deformation of the stent. An additional wire was introduced and advanced distally alongside the catheter to aid in its retrieval, and small balloons were used to free the stuck catheter. The catheter was successfully retracted but was found to be damaged. The patient experienced discomfort and pain during the procedure. The procedure was completed with another of the same device, and the patient was expected to make a full recovery. It was further reported that a non-boston scientific guidewire was used assist with catheter retrieval. The catheter was removed intact, the catheter tip was found to be damaged, and concertina deformation was confirmed in the synergy xd stent.

Manufacturer narrative:
B5: describe event or problem: updated event description. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: describe event or problem: updated event description. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed, no issues, the device appears to be in good conditions. Microscopic inspection revealed the marker band was pinch and catheter stuck in stent. Functional test with the guidewire cannot be performed due to the condition of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The physician successfully performed rotational atherectomy using a 1.50 mm rotapro burr, followed by deployment of a 2.75 x 24mm synergy xd stent and a 3.50 x 28 mm megatron stents. Post-dilation was successfully carried out using a 4.0 mm balloon proximally and a 3.0 mm balloon distally. The opticross catheter was used successfully for six imaging runs in the diagonal and lad arteries. However, during the final run, the catheter became stuck within the stent and was difficult to dislodge, resulting in concertina deformation of the stent. An additional wire was introduced and advanced distally alongside the catheter to aid in its retrieval, and small balloons were used to free the stuck catheter. The catheter was successfully retracted but was found to be damaged. The patient experienced discomfort and pain during the procedure. The procedure was completed with another of the same device, and the patient was expected to make a full recovery. It was further reported that a non-boston scientific guidewire was used assist with catheter retrieval. The catheter was removed intact, the catheter tip was found to be damaged, and concertina deformation was confirmed in the synergy xd stent.